Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the rca. Approx 12 days post index procedure ischemic changes were noted and emergency angio revealed stent thrombosis in the rca. The patient was treated with implantation of a bms. The investigator assessed the event as possibly related to the index device or anti-platelet medication. The patient recovered. The patient was on dapt at the time of the event.

Manufacturer narrative:
Additional information: patient ethnicity updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent thrombosis occurred in the medtronic resolute onyx stent implanted in the rca during the index procedure. Cec adjudicated subacute stent thrombosis, arc definite. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient race updated to: multi-racial. Angiography revealed 100% stenosis of the rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated event date as (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.